Manufacturer narrative:
Concomitant product UDI for cx preconnect is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly due to tubing breakage at the junction of the pump and reservoir, which resulted in fluid loss. Intraoperative evaluation confirmed that the reservoir was completely void of filling solution. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.